Event description:
On (B)(6) 2013: customer reports via phone the injector was reported to have started the injection without request from user on friday (B)(6), 2013. The injector started to deliver saline while console was observed to show the main screen. The injector was not connected to the pt. No report injury.

Manufacturer narrative:
Field service representative (fse) investigated report that the unit started injection without receiving command from user: fse was unable to reproduce the problem and found no error codes in the error log. Fse troubleshoot with lf tech support to find a cause. Fse inspected all the components inside the powerhead for traces of liquid infiltration, but nothing was found. Fse replaced the remote switch and keypad of the powerhead as a precaution and tested the unit per service checklist (B)(4).